Event description:
It was reported that the pt experienced a shocking/jolting sensation in the tailbone area when stimulation was on. The pt had the device system replaced and had no surgical complications or pain.

Manufacturer narrative:
(B) (4)